Manufacturer narrative:
The reported event of a communication fault alarm was confirmed during the evaluation of the submitted system controller log files; however, the alarm was not reproduced during the analysis of the returned modular cable. The submitted event log files contained approximately 7 days of data from (B)(6) 2017 to (B)(6) 2017, according to the time stamps. Driveline communication fault alarms were recorded from (B)(6) 2017 to (B)(6) 2017. Despite these alarms, the system continued to operate at the set speed during the alarms and throughout the log files while the driveline was connected. Examination of the returned modular cable found no evidence of damage to the connector pins or to the insulation of the cable. The returned modular cable passed the manufacturing test procedure and was able to support a mock circulatory loop for an extended period of time without any issues while connected to the returned system controller. No atypical alarms or events were reproduced during testing and the modular cable was found to function as intended. The investigation did not identify a correlation between the returned modular cable and the driveline communication fault alarms recorded in the submitted log files. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. The heartmate 3 lvas was implanted during the (B)(4) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4) trial. (B)(4). The pump remains in use supporting the patient; however, the modular cable was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that a communication fault alarm occurred. The patient denied any trauma to the percutaneous lead (driveline). The alarm was cleared, however, it appeared again after 3 minutes. The x-rays were unremarkable. An issue was suspected with the driveline. The modular cable was exchanged. The patient was asymptomatic. No further information was provided.